Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use a hawkone m atherectomy device with a 6fr 45cm non-medtronic sheath and a non-medtronic guidewire during procedure to treat a 20mm fibrous lesion in the patients right mid superficial femoral artery (sfa). Lesion exhibited 80-90% stenosis. Artery diameter reported as 6-7mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated with a 6/20 non-medtronic balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Initial use of multiple passes without issues. Device was removed safely from patient for cleaning. It was reported the tip detached at the hinge pin during cleaning post device use. Post pta with 6x20 non-medtronic balloon, angiography displayed sub-optimal results so attempted to prep for re-use encountered resistance repositioning flush tool from distal tip. Re-attempted with more energy which caused distal tip to detach at hinge point. The physician to disengaged cutter before moving flush tool. No allegation against the cutter drive. A replacement hawkone m device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.